Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: "cleaning, disinfection, and sterilization procedures, 3.1 required reprocessing equipment" it is stated: "required reprocessing equipment" (see attached file " required reprocessing equipment" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the biopsy channel. There was no patient involvement.